Event description:
It was reported that t:slim x2 pump battery would not charge even when connected to tandem charging cable and wall adapter, and charging connection was not recognized despite trying a working outlet and a different wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer was informed a replacement pump with updated software would be sent, instructed to use multiple daily injections as backup therapy.